Manufacturer narrative:
Reported event: an event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method & results: device evaluation and results: the event was confirmed. Examination with material analysis team member confirmed the fracture of the returned device was due to overload. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed as no patient information was provided. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the device was confirmed to have broken due to overload. Consultation with material analysis engineer concluded no material or manufacturing defects were observed on the fracture surfaces examined. No further investigation is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
While using the 37.5 no. 0 femoral rasp the post on the rasp connecting it to the handle broke through the thinnest part.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While using the 37.5 no.0 femoral rasp the post on the rasp connecting it to the handle broke through the thinnest part.